Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there is insufficient or unconfirmed product/event information. Citation: sambommatsu, y., kumaran, v., imai, d. Et al. Early outcomes of robotic vs open living donor right hepatectomy in a us center. Surg endosc 39, 1643¿1652 (2025). Https://doi.org/10.1007/s00464-024-11469-4. Patient body mass index (bmi) reported reflects the study mean of 24.6 kg/m2. The bmi range was 20.3-35.0 kg/m2. In section a2 patient age reflects the study mean age of 39 years. The age range was 25-51 years. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications; thus, a generic xi system was reported. Sections g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
A review of the article was conducted which examines the safety of performing robotic, versus open, living donor right hepatectomies in a low volume united states center. The retrospective cohort study analyzed 37 living donor right hepatectomies, 13 in the robotic group and 24 in the open group, between june 2022 and february 2024. In the robotic group there were 3 males and 10 females with a median age of 39 years (25-51 years) and median body mass index (bmi) of 24.6 kg/m2 (20.3-35.0 kg/m2). One patient in the robotic group required an unplanned open conversion for an unidentified reason and received a blood transfusion of 310 ml due to blood loss of 700 ml after open conversion. A total of 2 patients in the robotic group experienced major post-operative complications of clavien-dindo grade iiib requiring surgical intervention. One patient developed a rectus sheath hematoma 2 weeks after the original surgery requiring hematoma evacuation, the patient was reported as stable afterwards. The other patient developed post-operative bleeding immediately after surgery requiring an emergent exploratory laparotomy. The bleeding was located on the liver transection surface and was sutured. The patient recovered and was discharged on post-operative day 7. No device malfunctions were reported, and the authors did not attribute any events to a da vinci system, instrument or product. The study concluded that robotic living donor right hepatectomies, as compared to an open approach, in a low volume center can achieve similar short-term outcomes. Additional information was obtained from the corresponding author. The unplanned conversion comes from bleeding from segment 8 branch of middle hepatic vein. The da vinci system was working ok. The console surgeon was the corresponding author, and it happened 2023.